Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hqju, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0hqju, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the interstim therapy patient guide was requested. The patient states dissatisfaction with their field representative's service. It was noted that the representative just gave patient the programmer with no training. The patient reports never having therapeutic effect the last 2 nights no success with therapy. The patient had more luck with the trial device. The patient was feeling stimulation in vaginal area. The patient was better during the day than at night. The patient was getting up every 1 1/2 hour last two nights. The patient increase stimulation to 1.0. Compatibility guidelines were requested for: x-ray and/or fluoro, dental x-ray, diathermy, ultrasound and sonogram therapeutic ultrasound. The patient has a doctor¿s appointment three days after reported event date but does not know the time. The patient states the appointment was for removing her stitches. The patient states she was diagnosed with "nocturia" frequency at night. Additional information received reports the patient said she adjusted earlier on the reported event date and it was fine however she went out and did not bring programmer with her and stimulation became stronger could feel vibration between vagina and thigh and someone gave her advil until she could adjust stimulation. The patient decreased from 1 volts to .9 volts. The patient was told she has 7 programs and directed to read the book. Patient lacked basic understanding of the therapy. Patient said she was not provided with any information on what to expect and that was one of the reasons she was frustrated as she received implant on a friday and didn't receive adequate training and had all weekend to think about her situation. Patient reports that they were not trained adequately on using device/therapy. Patient suggests some short class/seminar prior to implant with hands on education/training. The patient reports book was written for scientists, not easy to follow. The patient said diagnosed with nocturia and was up all night, having to go 8 times, her symptoms weren¿t as bad during the day. Additional information received reports the patient never had therapeutic effect following an implant. It was reviewed reprogramming stimulation to address stimulation needs. The patient knows how to use device as reported event date. The patient reports she was no better. It was noted better from temporary test. It was reported can¿t drive. Turned up stimulation one point and the patient done this previously than was painful and getting pain between thigh and 6-7 times per night. It was noted not sleeping. The patient get up every hour. The patient has nocturia. When on the trial the patient kept log and getting up every 2 hours. It was noted ¿cut in half for¿. The patient saw healthcare provider last week and told the patient to keep a log. The patient states its worse now than trial. The patient has called into hcp (healthcare provider). It was noted that patient sees hcp next week. Additional information received reports the patient was told how to turn her implant off. The patient said her doctor told her that two of the wire disconnected when it was tested after implant surgery. Hcp (healthcare provider) told the patient to turn therapy off. She was to meet with representative and hcp a week after reported event date. The patient said her surgery was painful, that she could feel the staples go in.

Manufacturer narrative:
Concomitant products: product ID: 3037, product type: programmer, patient. Product ID: 3889-28, lot# va0hqju, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that a mistake was made during implant. When the patient was moved from the operating table to the gurney, the lead wire "moved." It was stated that when they tried to use the device it was determined the lead wire had "loosened or come off." This was determined a couple weeks after implant and they knew "right from the beginning" because they had "some kind of remote" and they could tell the wire had moved. The device "was not working/inoperable." The patient also reportedly had a lack of sensation. It was stated that the patient needed to determine whether to have another device put in with the wire attached correctly or have the system explanted by the end of (B)(6). At the time, all device components were "intact" behind the skin. In addition, the patient was having "bouts" of allergy. They experienced itching in their chin and back and also had a "puffing," red face. The patient was only thinking about what was inside their body as "everything on the outside was completely clean." This had been going on for the past month and the patient had "flare ups" a couple times. Previous to that, the patient had a sore throat. The patient was to see an allergist, but thought they would have the device removed before that appointment because they could not "take that chance" because they were "so highly allergic." No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A second follow up report will be sent if additional information is received.